Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare was used to remove a pedunculated polyp in the descending colon during a polypectomy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the snare was unable to deliver energy. The snare was securely attached to the active cord. No visible problem was noted with the cautery pin. There was no attempt to cold cut the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be good.